Event description:
The customer reported that the system displayed a data error message during boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the generator interface board's printed circuit board, flashed the nodes and manually adjusted the collimator leaves. The system was tested and found to be working as intended and put back in service.